Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an attempted implant, the physician noted that it was difficult to get under the patient's sternum originally, however was finally successful. The physician noted that the sheath kinked and the extravascular (ev) lead was able to pass, but became twisted by this kink with the coils turned medially instead of laterally. Inadequate r-wave sensing and p-wave oversensing was observed. The physician attempted to reposition several times, but attempts were unsuccessful and the procedure was aborted. The ev lead was removed. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.